Manufacturer narrative:
The insulin pump alarmed button error due to moisture damage at the keypad traces. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 17.2 mmol/l. The customer stated that the button continue to scrolled and eventually got an alarm. The customer stated that she was giving herself a bolus. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.